Manufacturer narrative:
Product analysis summary: kinks were evident on the hypotube. Deformation was evident to the distal tip. The balloon folds were expanded. The proximal balloon bond and the material immediately proximal to the balloon bond appeared to have inflated. It was not possible to perform inflation or deflation testing on the balloon due to the condition of the proximal balloon bond. There was no other damage evident to the remainder of the device. Additional information: the lesion was in the prox. Rd1, with moderate-obvious calcification, and no tortuosity. No difficulties were noted removing the packaging stylette or protective sheath. No resistance was noted while advancing the device to the lesion. The device was not moved or repositioned in the lesion. The balloon inflated with remarkable delay. One inflation was performed to 12 bar. 5 ml saline, ca. 12 ml contrast was used. A non-medtronic guidewire was used during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was used to treat a lesion. The device was inspected with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. It was reported that the balloon would not deflate at the lesion site. The physician had to burst the balloon to remove it from the patient. The balloon was removed without dissection or other issues. The patient is alive with no injury.